Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's pain stim battery was removed but the lead was still in the body. Patient stated her battery had moved up from where it was initially located. Procedure date was reported as last year ,patient could not remember exact date. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient at acute pain at the neurostimulator (ins) site. Patient stated the ins had moved up in the pocket. Patient stated that it was causing ¿sharp pain in her buttocks¿. Patient stated one side was sticking out. Caller stated there is no known accident or incident related to this complaint. Patient stated she noticed this occurred 2-3 months ago and had been dealing with it but it did not seem to get better. Patient indicated she has her stimulation turned off for the past 3 weeks because she has not needed it but the pain at the ins site was there. Patient reported stimulation was working fine when she used it. Patient status was fair. No further complications were reported/anticipated. Additional information was received from the patient. Still having concerns with device or therapy. Appointment (B)(6) 12.